Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and a service history review was performed. The device cannot power on issue was identified during the alarm log review as a f-66 (supply voltage of cpu circuitry is too high) alarm and during functional testing as an f-94 (configuration option settings checksum is not 0) alarm. The cause of the condition was determined to be damaged battery and sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.